Event description:
Pt underwent cariniotomy for resection of a posterior fossa tumor. The neurosurgeon sent part of the duragraft for biopsy along with the tumor. Three days later the neurosurgeon referred dr. For infectious disease control, to pt. He explained that the dura graft grew out several colonies of yeast (candida parapsilosis) and he recommended starting abelcet by i.v. Immediately along with surgery asap to remove the contaminated material. Dr. Was unsure if the ableset would work because he stated he had never dealt with this type of infection before or the circumstances surrounding it.